Event description:
Event description guidant received information that 57 months post implant, the patient with this implantable cardioverter defibrillator (ICD) was addmitted to the hospital due to pneumonia. Approximately one week later the patient developed ventricular tachycardia (vt) however the device did not deliver therapy. Upon interrogation a fault code displayed indicating the device had a capacitor charge timeout. Device status was eol (end of life). The patient had not been seen for a physician followup in 18 months. The patient recovered from the vt episode and remains hospitalized due to pneumonia. The device will not be replaced due to the patients declining health.